Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp encountered purge system failures. The purge cassette was replaced but this did not resolve the issue. The supporting automated impella controller was exchanged to resolve the failures. No patient harm was reported.